Event description:
It was reported the boots were left internalized when the system was explanted. Additional information received reported the patient had been explanted for some time. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888, lot# v162256, serial#, implanted: 2008 (B)(6), explanted: product typ: lead, product ID 3888, lot# v162256, serial#, implanted: 2008 (B)(6), explanted: product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product typ: recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient product ID 3708240, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ: extension, product ID 3708220, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ: extension, product ID 3487a, lot# v004643, serial#, implanted: 2008 (B)(6), explanted: product typ: lead, product ID 3487a, lot# v053721, serial#, implanted: 2008 (B)(6), explanted: product typ: lead. (B)(4).